Event description:
It was reported that the insulin pump had constant tone. Customer's blood glucose was unknown. The constant was resolved upon troubleshoot. The customer was advised to remove the battery for 2 hours to rest and call back. Customer calling back and reported that the buttons were unresponsive. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored, and no constant tone was noted. The pump was received with all buttons responding properly. The keypad connector was inspected, and no anomalies were noted. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.